Event description:
It was reported that the patient presented with 2nd degree burns on the leg one day post-operatively after a cartilage coblation of the knee.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as MDR for evaluation. There was no relationship found between the reported incident and the returned device. Visual inspection found no manufacturing abnormalities or issues due to the controller. The device label and the warranty seal were in good condition. During functional evaluation, the controller performed as intended. The temperature reading settings were separately tested and there was no failure found. The inside of the controller was inspected, but no discrepancies were found. The complaint was not verified as the controller works as intended.